Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, it was noticed that the insulation at the front of the probe had melted. Further, a replacement was available and the procedure was completed successfully.